Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced postprandial hyperglycemia with blood glucose reaching approximately 300 mg/dl after a meal announcement, following an earlier occlusion alert that had resolved with supply changes. Symptoms included hyperglycemia. Outcomes included a return to near-target glucose later the same day and subsequent readings in the 150¿170 mg/dl range, with no alarms persisting. Investigation included review of device notifications and user reports, confirmation of no further occlusion alerts, and provision of troubleshooting and education to monitor glucose trends after supply change and meal announcement. Investigation of this case revealed no recurring device alarms or confirmed device malfunction after the supply change, and the specific cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.